Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level reading of "high"; however, a specific value was not provided. Customer delivered a bolus via the pump to address bg level. Reportedly, the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Additionally, the customer alleged that the pump miscalculated boluses. Tandem technical support reviewed pump data logs and found that the pump performed as intended. Reportedly, customer continued using pump for insulin therapy.